Event description:
While suturing mesh, a cable from the endowrist mega suturecut needle driver came dislodged from its pulley and stopped functioning. After inspection, nothing apparent was missing or broken.